Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of a neuron 6f 070 delivery catheter (neuron 070) was kinked upon removal from the packaging. The damage to the neuron 070 was found prior to use, and therefore it was not used in the procedure. The procedure was completed using a new neuron 070.

Manufacturer narrative:
Results: the neuron 070 was kinked and ovalized in multiple locations along its length. The neuron 070 was ovalized from approximately 97.0-99.0 cm from the hub and flattened from approximately 101.0-102.5 cm from the hub. Further evaluation revealed the neuron 070 was fractured approximately 102.5 cm from the hub. Conclusions: evaluation of the returned neuron 070 revealed that the device was fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the device is forcefully retracted at extreme angles during removal from packaging, damage such as this may occur. This device is packaged with a packaging mandrel inside the distal tip. It is possible, if forcefully retracted, that the mandrel contributed to some of the distal tip damage. Further evaluation revealed ovalization and kinking on the neuron 070. This damage is likely due to forceful handling of the neuron 070 at extreme angles during removal from packaging or if the device is forcefully gripped or handled during preparation. Based on the return condition several kinks were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.